Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a circuit disconnect issue. The ventilator was not in use on a patient at the time of the event. A third party service provider inspected the device and performed the short self-test and it was reported that the ventilator was in working condition.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had a circuit disconnect issue. At this time, it is unknown if there was patient involvement. Covidien/medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and performed the short self-test and it was reported that the ventilator was in working condition.